Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(6).

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. A new device was implanted. No patient complications have been reported as a result of this event.